Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the lead and ipg. Stimulation was restored following the procedure. The ipg issue is documented in reference MFR report # 1627487-2015-06417.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified x-ray images indicated the lead was fractured. Surgical intervention will take place to address the issue.

Event description:
It was reported the pt is experiencing ineffective stimulation. An sjm rep met with the pt for sys reprogramming but was unable to provide effective stimulation coverage for her foot pain. The pt will have x-rays taken and is consulting with her physician regarding next steps to address the issue.